Event description:
Customer received a result of 14.4 mmol/l on mobile system 1, a result of 14.5 mmol/l on mobile system 2, and a result of 6.5 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test cassette; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in mobile system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in mobile system 1. Will not be returned to manufacturer.